Manufacturer narrative:
510(k): k212323 investigation evaluation: the product said to be involved was returned in a clear plastic bag. No lot number was returned with the device. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the product said to be involved could not confirm the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." IFU also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device can result in difficult passage.¿ the instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that when advancing the clipping device through the olympus 190 colonoscope the clip prematurely deployed inside the scope. The physician pushed the clip out of the scope and into the patient. The procedure was completed by using another of the same clip. The clip was left to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.